Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 240 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms were noted. The insulin pump was received with a missing end cap sticker, a cracked case at display window corners, and minor scratches on lcd window.